Event description:
A malfunction alarm was reported with the pump while it was in use. The customer declined to answer if their blood glucose level exceeded 500 mg/dl. Customer was unable to successfully load a new cartridge due to recurring alarms, so tandem technical support arranged for a pump replacement. The customer was instructed to switch to multiple daily injections as a backup therapy and was guided on returning the problematic pump.